Event description:
It was reported that during an aneurysm embolization procedure using a flow diverter, the device fell into the neck of an unruptured, saccular aneurysm located in the post-communicant artery. The aneurysm had a maximum diameter of 4 mm and a neck diameter of 4 mm, with severe vessel tortuosity noted. The access vessel was the internal carotid artery, measuring 5 mm in diameter. The landing zone was 3mm distal and 4mm proximal. During recapture for repositioning, an increase in resistance was perceived, and despite the usual maneuvers, the device separated from the delivery system. The device was subsequently recaptured within the phenom plus catheter and removed. A new system was accessed, and a 4x25 pipeline was successfully implanted without further issues. Resistance was encountered in the distal section of the phenom 27 microcatheter during resheathing, and the pipeline became stuck in the same section. The catheter was flushed continuously with heparinized saline. The physician had attempted to release the load in the system, but the issue was not resolved. There was no damage to the catheter or the pipeline pushwire. No medical or surgical intervention was required, and no patient complications or injuries were reported. The angiographic result post-procedure confirmed successful aneurysm embolization with the flow diverter. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (225127486); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance was not determined. A continuous saline flush was administered and maintained as indicated in the IFU. No unusual rotation was performed at anytime during the procedure.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside the outer carton, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, with the ptfe shrink tubing still intact. The braid was found detached from the pushwire. The distal and proximal ends of the braid were found to be fully open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker, and body were examined; no damages were found. The catheter body was found to be flattened at a length of 0.3 cm to 8.5 cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "device opens prematurely" and "resistance during resheathing" were confirmed, as the pipeline flex shield braid was found detached from the pushwire. The damages observed on the catheter (flattening), braid (fraying), and hypotube (stretching) suggest that a high force was applied. It appears that these damages may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against resistance. However, the cause of the resistance could not be determined. Possible causes of resistance include vessel tortuosity and a lack of continuous flushing. The customer reported that the continuous flush with heparinized saline was used, which eliminates it as a potential cause. In this event, the severe vessel tortuosity contributed to the resistance during resheathing. Possible causes of "device opens prematurely" include high force delivery, over-manipulation, and resistance during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.